Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient had diverticulum of the urethra, recurrent urinary tract infection and blood in the patient's urine. The patient had been on antibiotics the last 3 months prior to report. The patient was indicated for urinary dysfunction/ sacral nerve stim. Follow up is being conducted for the cause, actions/ interventions take and diagnostics of the event. If additional information is received, a follow up report will be sent.